Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow alarm event on (B)(6) 2026. Blockage is at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.